Event description:
Report of unrequested bolus delivery received. A pt was receiving morphine sulfate with unknown pump settings. It was reported that the pt was "comatose" and "was not capable of pushing the button". At some time during pump use, an "error 100" alarm was received. The pump display indicated that bolus activity had occurred which was unable to be initiated by the pt. The pump was switched out, but the same bolus cord was used with the new pump and the problem recurred. Customer states there were "no ill effects" to the pt. No adverse pt event was reported.